Manufacturer narrative:
Device passed the self test and the displacement test. No unexpected pump error 54 or pump error 3 alarms noted during testing however, the downloaded history files confirmed pump error 54 alarm and pump error 3 alarm due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had pump error alarms. The customer's blood glucose was unknown. The insulin pump will not be returned for analysis.